Event description:
During the procedure, an enseal loaner generator was being used for almost 1 hour when it stopped working; misfiring, firing too quickly, not firing. A new handle was opened and surgery was completed without further occurrence.the sales representative was contacted and all product number was pulled from the or.